Event description:
The pt was taken off monitoring, and telemetry was turned off at the central station, pt went off the floor for a procedure. Pt returned from the procedure and was reconnected to the telemetry transmitter. The nurse pulled up what they thought was the pts electrocardiogram at the bedside using overview. When the nurse saw the waveform, they assumed that the telemetry had been turned on by someone at the central station, and didn't follow up to verify central monitoring. It follows that the nurse must have selected another pts electrocardiogram with the overview function.